Event description:
In 2008, the pt reported experiencing elevated blood glucose for 2-3 weeks. He stated that his blood glucose has been elevated to over 500 mg/dl. He changed his accessories and bolused through his infusion device to lower his blood glucose. The pt believes the infusion device is not accurately delivering insulin. No further info is available. Product was requested to be returned for eval.